Manufacturer narrative:
H2: additional information: see a1, b5 and h6 (patient code). H3: one cadd solis vip pump was received in good physical condition. The event history was reviewed and there was no evidence of the reported issue. Functional check was performed and the reported issue was unable to be duplicated. Testing was performed and the device did not fail downstream occlusion at under 9psi instead it was at 24psi. Therefore, no problem found with the issue. However, it was recommend that the downstream occlusion sensor be replaced as a preventive measure.

Event description:
Additional information was received indicating that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed downstream occlusion test under 9psi. There was no reported adverse event.